Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: review of the black box data revealed multiple records of call service alarm 078 on (B)(6) 2016. On investigation, the pump was powered on; however, the pump was unable to successfully complete the rewind step. The pump was opened for investigation and revealed a component from the printed circuit board had been sheared off causing damage to the printed circuit board. The sheared component because loose inside the interior compartment of the pump and most likely caused a short circuit. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display screen was noted to be dim/faded/discolored.